Event description:
As reported by user facility: during testing, the regulator was set at 250 so that the fluid would infuse in four hours. The bag was completely dry after two hours and sixteen minutes. No patient involvement.